Event description:
It was reported that a home patient (hp) had a transfer set that was leaking during dwell 2. The caregiver (cg) stated they needed to end therapy and the technical service representative (tsr) assisted with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.